Manufacturer narrative:
Ae term has been updated to stenosis sfa, popliteal artery and ata.

Event description:
A revascularization of the anterior tibial artery was completed using an amphirion deep balloon catheter. Approximately 21 months later the patient experienced recurrent claudication of the right leg. Patient was treated 2 months later with ballooning (non mdt) to the right anterior tibial artery. Event is reported to be resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.